Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced hyperglycemia. The customer blood glucose level was 31.9 mmol/l after half hour blood glucose was 27.8 mmol/l. Customer was treated for high blood glucose value. Customer also stated that infusion set cannula was bent. The insulin pump will not be returned for analysis.